Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured due to severe calcification. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. In the inflation lumen there was contrast and blood. In the balloon there was contrast. The balloon and was loosely folded. The balloon has a 2mm longitudinal tear by distal markerband. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured due to severe calcification. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient condition was good.